Event description:
It was reported that there was a coupling and/or communication issue, and the patient had not been able to get any coupling bars. It was noted that the implantable neurostimulator (ins) "seemed" tilted with the "header more superficial and the remainder of the ins going deeper into the body", but the "flip" wasn't confirmed at the time. The reporter wanted to rule out the ins recharger as the problem. Additional information received two weeks later indicated that the patient received another recharger but it didn't help resolve the issue. Therefore, a revision surgery was done to revise the depth of the ins. After surgery, the ins was tested and "all was fixed".

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).